Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during its first hemodialysis use of the right internal jugular vein (rij) catheter, there was a small amount of blood coming from the venous clear tubing below the hub. This blood was wiped away, and no fault was able to be seen; however, 2.5 hours into hemodialysis, there was blood leak onto the patient¿s shirt. Chlorhexidine 70%, and 20% alcohol with red tint were the cleaning agents used on the device. The clamp had been placed between the hub and fault, and they were hopeful this would prevent any further bleeding at the moment and the treatment was completed. The product was removed to resolve the issue. The extension tube was not repaired. No exchange necessary as patient ceased dialysis. There were 15 milliliters of blood loss. Blood transfusion was not required. There was no reported patient injury.

Event description:
According to the reporter, during its first hemodialysis use of the right internal jugular vein (rij) catheter, there was a small amount of blood coming from the venous clear tubing below the hub. This blood was wiped away, and no fault was able to be seen; however, 2.5 hours into hemodialysis, there was blood leak onto the patient¿s shirt. Chlorhexidine 70%, and 20% alcohol with red tint were the cleaning agents used on the device. The clamp had been placed between the hub and fault, and they were hopeful this would prevent any further bleeding at the moment and the treatment was completed. The product was removed to resolve the issue. The extension tube was not repaired. No exchange necessary as patient ceased dialysis. There were 20 milliliters of blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: a5a, a5b, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during its first hemodialysis use of the right internal jugular vein (rij) catheter, there was a small amount of blood coming from the clear tubing below the hub. This blood was wiped away, and no fault was able to be seen; however, 2.5 hours into hemodialysis, there was about 20 milliliters of blood that had leaked onto the patient¿s shirt. The clamp had been placed between the hub and fault, and they were hopeful this would prevent any further bleeding at the moment. There was no reported patient outcome.